Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: 2019-09-27, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient reported that he lost paresthesia/stimulation in his right leg in (B)(6) 2019. The patient has some falls that may have attributed to their lead migration. An xray was taken at the physician's office that showed the lead had migrated to the left. Surgical intervention occurred today to place the lead in a better location. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.